Event description:
On (B)(6) 2013, the distributor contacted aniimas and alleged that the display screen was scratched and unreadable. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/31/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed the display lens is heavily scratched and obstructing view of the screen.